Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld spring in the reported problem area of the pipetting assembly. Replaced lld spring, plunger clamp in position #1. The instrument was tested without further problem and was returned to expected operation.